Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that a customer contacted baxter corporate product surveillance for a separate issue and the home patient mentioned that they had had peritonitis in the past and needed to have their catheter replaced because dialysate used to flush their catheter had crystalized and cut holes into their catheter. It was reported that in (B)(6) 2014, a peritoneal dialysis (pd) catheter was inserted for the start of pd therapy. The patient did not need to start pd therapy until the (B)(6) 2014. The patient's catheter was flushed regularly with dianeal solutions. Around the (B)(6) 2015, a tiny hole was noticed in the pd catheter. The thought was that glucose from the dianeal solutions crystallized and poked a hole in the pd catheter which caused peritonitis. On the (B)(6) 2015, the pd catheter was patched on an outpatient basis. The customer reported the patient did not feel good and chills were related to dianeal solutions, and were not related to devices or disposables.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.